Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was explanted. The recipient was experiencing issues with device migration, and sound quality issues, despite the device testing within normal limits. Programming adjustments were made, and issue did not resolve. The recipient was reimplanted with another advanced bionics device.